Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation and information obtained in follow-up questions made by medical surveillance. The patient reported that on (B)(6) 2015 she obtained a result of 279mg/dl on the subject meter, which he felt was inaccurately high in comparison to a result of 229mg/dl obtained on a freestyle meter, performed within a few minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lifescan's criteria for accuracy. The patient manages her diabetes with insulin and stated that at 12:00pm on (B)(6) 2015, in response to the allegedly high results, her home health nurse increased her usual dose of insulin from 20 units to 24 units administered insulin. The patient reported that at an unspecified time she developed symptoms of heart beating faster, sweating and not feeling well&#55297;nd obtained a result of 59mg/dl on the subject meter. The patient did not report any medical intervention. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.